Manufacturer narrative:
In use at the time of the event: cgm model: g6. Mobile os: ios / ios_iphone 12 pro max / 3.5.1 / ios_18.5.

Event description:
It was reported that pump touchscreen became cracked after customer fell, landed, or rolled over on pump, leaving display illegible and touchscreen unresponsive so pump could not be used. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.